Manufacturer narrative:
This report is being updated to provide additional information provided by the customer and investigation findings. New information is reported in b5, d8, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Another review was performed on the manufacturing process to make sure if there has been any change of 5m (supplier) manufacturing which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. In addition, olympus tested a new distal cover in our stock and verified that it conforms to the product specification. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover.

Event description:
New information provided by the customer: the patient was already inpatient prior to the procedure, but the stay was extended by 2 days. The posterior gastric wall was damaged. The physician does not normally perform suction upon withdrawal of the scope. If suction is used it is for residual removal and performed intermittently. The suction pressure cannot be shared. The physician¿s experience with ercp is expert. The physician¿s experience with tjf-q190v is newly uses¿.

Manufacturer narrative:
The device referenced in this report has not been sent to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use disposable cap, the patient experienced a mucosal injury upon withdrawal of the scope near the conclusion of the procedure requiring the placement of four hemostatic clips. This case reports the single use disposable cap used in the procedure. Case with patient (B)(6) reports the duodenovideoscope used in the procedure. There were no additional consequences to the patient as a result of this occurrence. The patient was fine after the procedure. There was no damage to the distal cover observed before, during or after the procedure. The single use disposable cap used in the procedure is not available for evaluation, it was discarded by the customer. There is no known damage to the endoscope used in the procedure, it worked perfectly. It is not known if the (elevator) lever was retracted when withdrawing the scope.